Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) due to palpitations. The physician requested review of stored device data. Technical services provided this rv lead exhibited loss of capture and high capture thresholds. The patient was seen in clinic and reprogramming was completed. This rv lead remains in service. No adverse patient effects were reported.